Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring set was found to be leaking blood from the arterial line tubing connection near the arterial catheter. The pm set was exchanged for a new set with no additional consequences to the patient.